Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. The axial direction of the laa was low. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was selected to be used and opened. While the physician adjusted the was, the was kinked. The same access system was used to successfully complete the procedure. No patient complications were noted.